Event description:
Since essure has been implanted I've had a lot of headaches, heavy periods, bad cramping, dizziness, and extreme fatigue. I recently found out I'm allergic to nickel. That's causing my symptoms.